Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during helicopter transport, the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's activity log. However, the reported problem could not be duplicated with the device. The monitor board was replaced as a precaution. It is important to mention the battery used at the time of the reported event was not returned for evaluation. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.